Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. No further information is available at this time. A follow up report will be submitted when the evaluation results become available.

Event description:
A nurse reported to baxter (B)(4) that the spike port of the y set was malformed. The nurse confirmed that the patient did not use the y-set. There was no patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). One unused transfer set was received in reference to the reported condition of malformed. During visual inspection, it was noted that the drain port was partially flat (oval) and not round in appearance. This report was confirmed in the lab to have a deformed spike port. The cause of the reported condition was determined to be that the product was warmer than normal during storage and the weight of product on top of each other caused the product malformation. A batch review was not possible in this case because the lot number was unknown. This type of indentation (inside walls not touching) has no effect on the functionality of the set and is only cosmetic in nature.